Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited placement difficulty and was easily dislodged after the sheath was removed. It was suggested that this may be due to tissue in the lead helix after multiple attempts. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.